Event description:
The customer called to report that he was hospitalized with a low blood glucose of 22 mg/dl. The customer stated that he has been experiencing high and low blood glucose levels for the past 10 days. The customer also stated that the insulin pump was worn during an MRI scan in (B)(6) 2012. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Advised the customer that the insulin pump was functionting as designed, but the customer felt more comfortable with a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.